Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) had helium bomber leak and gas is decreasing quickly. There was no patient involvement.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to confirm the reported malfunction. The fse stated that the high pressure tank/low pressure tank transducer calibration was performed. The automatic filling and running test were okay for twenty minutes. The fse recommended completely removing any labels near the connection port prior to connecting and that the helium packing be replaced each time the cylinder was replaced.

Event description:
N/a.